Event description:
Customer reported the system locked up and appeared to continuously fluoro. No pt injury was reported.

Manufacturer narrative:
Possible aro. A ge rep evaluated the system and replaced the main frame ps1 power supply, adjusted the 5v power supply, and tightened the connector lugs on the input transformer. System operates as intended.